Event description:
Event was reported to caldera medical by an attorney. Legal complaint states that pt suffered chronic severe pelvic and vaginal area pain as well as vaginal bleeding, excruciating pain during intercourse, recurrent urinary incontinence, vaginal bleeding and painful urinary retention. Plaintiff suffers from the pain and trauma of additional surgery in hopes of alleviating some of her pain and suffering. In addition to the physical pain and discomfort plaintiff continues to suffer, plaintiff also suffers psychologically and emotionally.